Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grip cable was found frayed at the instrument wrist. The frayed segments stuck out and were in various lengths. The idler pulley did not exhibit damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a prograsp forceps instrument, the cables were frayed. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.